Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: on-going.

Event description:
Country of complaint: germany. During surgery, the flap valve of the trocar became loose. It was possible to retrieve them.

Manufacturer narrative:
The product is not available for investigation. Due to the fact that the complained product was not provided for investigation, the same parts were retrieved from inventory to reconstruct the issue. The flap valve from inventory was destroyed in an attempt to reconstruct the issues. Even with destruction, the issue could not be duplicated. The diameter of the plastic plate (12.70 mm) is bigger than the inner diameter of the trocar (11.20 mm). A review of the device quality and manufacturing history records was not possible because the lot number is unknown. Based on the information available it is not possible to determine a possible root cause for the failure. Corrective/preventive action is not required.